Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b7, d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm mitral valve implanted for nine years, seven months was explanted due to stenosis causing congestive heart failure. Per the surgeon, the valve looked ok. The valve seemed to be impeded by the posterior leaflet that was preserved from the initial surgery in 2011. A 29mm valve was implanted in replacement. The patient was discharged home on pod #6. Per received records, it appeared that the three leaflets of the 27mm valve were still mobile. The posterior leaflet of the native mitral valve was preserved from the previous surgery. This leaflet was thickened and fibrotic and it impinged on the leaflets of the mitral valve prosthesis causing mitral valve stenosis. Therefore, the surgeon resected the posterior leaflet of the native mitral valve. A 29mm valve was implanted in replacement. The tee showed the new bioprosthetic valve was functioning well with no perivalvular leak or mitral stenosis. The patient was transferred to the ICU in critical but stable condition.

Manufacturer narrative:
H3. Device evaluation: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. As received, leaflet 3 had a hole, approximately 6mm x 9mm long. Calcification was evident around the hole area. Leaflet 1 had a 2mm tear near commissure 2 and calcification was evident at the tear. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Sewing ring cloth had multiple cuts around the valve. A suture pledget remained attached to the sewing ring around leaflet 2 on the outflow aspect. H10. Updated sections d9, h3, h6 (device, type of investigation).